Manufacturer narrative:
The impella device was received from the customer and therefore,an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility in the EU reported a 60-year-old male admitted with cardiomyopathy and cardiogenic shock, was implanted with an impella device for mechanical circulatory support. Purge leak between purge cassette and pump. Purge cassette change did not resolve the issue. Purge bypass placed until pump will be exchanged. Patient survived and is still on bridge to transplant.

Manufacturer narrative:
D3 manufacture name address, country and fax number were erroneously entered on the initial manufacturer device report number 1220648-2023-03974. D6a and d6b revised from the initial manufacturer device report 1220648-2023-03974 in accordance with updated procedures. (D6b is unknown). F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03974 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-03974 in accordance with updated procedures. G1 manufacturing site name was erroneously entered on the initial manufacturer device report number 1220648-2023-03974. G1 manufacturing site fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03974.